Event description:
It was reported that the stent detachment occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device the stent dislodged from the balloon. The device was removed , and the procedure was completed with a different device. There were no patient complications nor injuries reported.